Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a system fault alarm was unable to be confirmed. The centrimag motor was not returned for analysis; however, a log file was downloaded for review from the centrimag 2nd generation primary console (serial number: (B)(6)). A review of the downloaded log file showed events spanning approximately 3 days ((B)(6) 2023, (B)(6) 2024 per time stamp). Events occurring on (B)(6) 2024 took place during lab testing at abbott. The log file did not contain any alarms consistent with the reported event. Multiple good faith efforts were sent asking for confirmation of patient involvement with this event, if the cause of the system fault alarms was identified, if the system fault alarms resolved, if the motor was switched out, if the motor¿s serial number can be provided, and if the reported issue was found during the set-up of the centrimag. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s2 alarms, as well as appropriate operator response to these events. The device history records were unable to be reviewed for the centrimag motor due to no serial number being provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag console displayed s2 error code system fault (run-time system failure). Related manufacturer reference number: (B)(4) (centrimag console 19535368)

Manufacturer narrative:
Section a: there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.